Manufacturer narrative:
The main cart ups was returned to the manufacturer for analysis. The main cart ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The battery was returned to the manufacturer for analysis. The battery was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera cart would shut down. The interconnect cable, internal cables, ups, and batteries were replaced. The system then passed the system checkout and was found to be fully functional. The interconnect cable and internal cables were returned to the manufacturer for analysis. The interconnect cable and internal cables were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The ups and the batteries have no yet been received by the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported camera cart had shut down and became unresponsive. The site was able unplug the system and wait 30 seconds before turning the camera cart back on. This issue occurred intraoperatively while setting up equipment and did not cause any surgical delay. There was no reported impact on patient outcome.